Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported seeing a shape in her vision in the left eye that looks like the sliver of a moon or tip of a fingernail. She noticed it about 3 weeks following an intraocular lens (iol) implant procedure. She reports she can't read texts or see the computer even with readers. She was prescribed progressive bifocals but reports they didn't work for her. There are two medical device reports associated with this patient. This report is for the left eye.